Manufacturer narrative:
Failure analysis was performed on the upper case assembly. Visual inspection revealed that the keypad flextape insulation was compromised. Bench analysis found that the keypad flex was shorting. The short was caused by the battery wires being pinched between the circuit board and the battery cover. Conclusion: the reported event was confirmed. Pinched battery wires resulted in the shorting of the keypad flex to the main board. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) turned off when the enter button was pushed. It was indicated that the keypad flex was damaged. It was also indicated that a display frame boss was stripped. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator (epg) was in use with a patient when the "enter" button was pressed and the epg turned off. The epg was replaced and returned for service. No patient complications have been reported as a result of this event.